Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 03-oct-2018 with the following findings: a review of the pump¿s black box and alarm history showed a cs 064 call service alarm. During testing, the pump was powered on to the verify screen with audio tones and vibrations functional and no alarms. The pump rewind, load and prime steps were performed successfully and the pump was exercised for 12 hours with no warnings or call service alarms emitted. The complaint of cs 064 call service alarm issues was shown in the pump history but was not duplicated during investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a call service alarm (cs 064) issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.